Event description:
It was reported that the right atrial lead was potentially undersensing during atrial fibrillation (af) episodes. The patient is in chronic af and the device is programmed to a ventricular-only pacing mode; the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).